Event description:
It was reported that a device for measuring blood oxygen and heartbeat of a male infant patient issued an alarm. Immediately, a medical staff person found the issue (smiths medical the tube was disconnected) and gave life-saving medical care. The customer changed an emergency-use tube twice, but when he fed oxygen into the patient using the tube, it was not inserted into his trachea. 2 hours later, the patient passed away.?